Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that almost 3 months after the dental implant was installed in intraoral region #5 it was verified its non- osseointegration. 40 ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type ii and the implant was immediately carried out. Fenestration occurred during surgery and bone graft was executed.